Event description:
Epidural catheter broke inside pt after being inserted for a delivery of an infant. Catheter was in the pt for one hr prior to being removed. Approximately 1mm of catheter remains in pt's back.